Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion with severe calcification was located in a severely tortuous right coronary artery. On the first inflation, the 4.0x8mm apex monorail balloon was inflated for about five seconds and ruptured at ten atmospheres. The device was removed intact. The procedure was completed with another of the same device. The pt status is listed as no problem.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. As the batch number is unk, a review of the manufacturing documentation could not be completed. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, the performance of the device was limited. (B)(4).